Event description:
It was reported to boston scientific corporation that a wallflex esophageal fully covered stent was implanted within an esophageal fistula on (B)(6) 2011. According to the complainant, the patient was in poor health prior to stent placement due to a pre-existing illness. The hospital was unable to confirm if the fistula was associated with a malignancy. On (B)(6) 2011, the physician endoscopically examined the patient, at which time in was noticed that the stent had migrated distally within the esophagus, thus, re exposing the fistula. The physician decided to leave the stent as is. Due to the patient's current condition, the physician was uncomfortable removing the stent, by pulling it across the fistula. No further intervention is planned. Reportedly, post procedure the patient was still in poor health. The patient was still presenting with symptoms indicative of a fistula, indicating that the fistula was not healed. The exact symptoms could not be confirmed. The patient has since been sent to hospice, and is no longer being treated by the complainant.

Manufacturer narrative:
The complainant was unable to report the exact upn or lot number; therefore the manufacture date and expiration date are unknown. However the complainant stated that the device was used prior to the expiration date. Although the exact upn is unknown, the complainant stated that the device was a 18x23 fully covered wallflex esophageal stent. Component code 515 relates to problem code 1395 for the reported issue of stent migrated the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.